Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ luer-lok syringes had issues with foreign matter. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported that 8 bd¿ luer-lok syringes had issues with foreign matter. There was no report of exposure, injury, or medical intervention. H.6. Investigation summary: three photos were given with this complaint. No samples provided. Photo 1 showed an ink dot on the side of the syringe. Size cannot be determined for acceptance criteria based on the photo. Ink dots can occur after the graduation scale printing process. During transport between the printing, assembly, and packaging processes, syringes can make contact with each other. It is possible that during contact, ink from the graduation scale can transfer between syringes causing dots of ink. Photo 2 showed embedded foreign matter in the plunger rod of the syringe. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. Photo 3 showed a burn on the flange of the syringe barrel. Burns can be caused when there is blockage in the mold vents/ gates which can cause burns on the flange of the syringe during molding process. No corrective actions are required at this time as the defect rate is within allowed quality limits per bd¿s specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that 8 bd¿ luer-lok syringes had issues with foreign matter. There was no report of exposure, injury, or medical intervention.